Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance, ccd defect. Rotatable plug defect. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: based on the reported events, it was determined that the signal line was disconnected due to the load during use (curving motion, ift bending, etc.) And the image failure occurred. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 19-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 22-sep-2022 . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.